Event description:
It was reported that the pump did not deliver insulin and instead shut insulin delivery off. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.